Event description:
Patient experienced a pulmonary perforation during cardiomems implant. Patient experienced hemoptysis. Patient was hemodynamically stable and bleeding had resolved. Pending further information from the clinic.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause is inconclusive. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. A lot review was performed via complaint handling system (epiq) using a search on the batch number. Conclusively, there are no additional complaint(s) related to the associated batch, and the reported issue.

Event description:
Additional information provided by the clinic reported that the physician did not think that it was a pulmonary perforation as none was confirmed via fluoroscopy, but a small "nick" of the vessel caused by the guidewire that was used during the procedure. There was no clinically significant delay or additional treatment provided. The patient was kept overnight in the hospital for observation with stable vital signs and self-resolved hemoptysis. The patient was discharged the following day.